Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An overwrap, a paper folder, a loose needle and a broken suture were returned for analysis. During the visual inspection of the sample under magnification, the swage and attachment area were as expected for the loose needle. However, pinch marks that appear to be by a surgical instrument could be observed. The both ends of the suture were found broken and with pinch marks near to the broken area. These appear to be by the use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, the assignable cause of suture needle pull off is due to improper handling of the sample

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2018 and suture was used. The suture detached from the needle during use. There were no adverse patient consequences reported.